Event description:
It was reported that during reprocessing of the prograsp forceps instrument, it was noted that the tip of the instrument was bent. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. During the initial visual inspection; failure analysis investigation noted that the grip tips were straight. An additional observation not reported by site was that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.